Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was implanted due to aortic stenosis. The severe aortic insufficiency reported was paravalvular leak (pvl) that occurred during the first deployment and was caused by the infold. It is possible the pvl contributed to the ventricular fibrillation. It was reported that the procedure did not cause the pneumonia.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012245468); product type: 0195-heart valves product ID l-evolutfx-34 (lot: 0012146920); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded and checked. Crown overlap was seen until node 4 but not beyond. Pre-dilation was performed with a 24mm true dilatation balloon. When the valve was deployed, it opened with a severe infold. The patient went into ventricular fibrillation (vf) and cardiopulmonary resuscitation (CPR) was needed. The valve and wire were removed from the patient's left ventricle. The valve was retrieved from the patient, and CPR was performed two more times before a new valve was deployed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record (B)(6), frame record and associated sterilization record were reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images of the implantation procedure or the implanted valve were available for medtronic to review. The valve was discarded by customer, so it was not returned to medtronic for analysis. The device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations/ issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. The subject dcs was discarded by the customer and therefore was unable to be returned for analysis. No procedural images were provided for review. Infolding occurred when the valve was re-deployed. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The evolut fx system instructions for use (IFU) contain instructions to use the integrated loading bath which features a mirror to ensure that all bioprosthesis outflow struts are symmetrical and captured in the capsule during loading. In addition, the IFU instructs to inspect the capsule visually and tactilely for a misloaded bioprosthesis. In this case, the inspection process per the IFU was performed and identified the reported misload, however the valve was attempted to be implanted. It was noted that the overlap could have potentially been due to a newer valve loader. Paravalvular leak (pvl) is a known potential adverse effect per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. As reported, the severe aortic insufficiency reported was paravalvular leak (pvl) that occurred during the first deployment and was caused by the infold. The patient went into ventricular fibrillation (vf) and cardiopulmonary resuscitation (CPR) was needed. Ventricular fibrillation is a generally a result of known potential adverse effects per the device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. They are potential procedural complications associated with any cardiac or thoracic procedure, open or catheter based. As reported, the cause of the vf was likely the very long pacing periods used. Also, it is possible the pvl contributed to the ventricular fibrillation. Approximately three weeks after the procedure, the patient had pneumonia and some broken ribs. Hospital-acquired infections resulting from transcatheter aortic valve implantation (tavi) procedures can generally be attributed to a number of patient- and procedure-related factors rather than device-related factors (1). The sterilization process used by medtronic has a microbicidal effect on the microorganisms such as staphylococcus and streptococcus species; it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaeus atcc 9372 which is representative bioburden for the microbial flora found in our manufacturing-controlled environment. Based on the above investigation, the infection is unlikely to be caused by the device and/or manufacturing process. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that the crown overlap was identified via fluoroscopy. It was noted that the overlap could have potentially been due to a newer valve loader, however, all loading steps were followed and performed. A procedural delay occurred as a result of the infold. Per the physician, patient anatomy did not contribute to the infold.

Manufacturer narrative:
Updated fields: b5 h6 this is a system report. The section d information is for the primary device, which was in use with the following: product ID d-evolutfx-34 serial/lot (B)(6) use by date 2026-04-29 UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the vf was likely the very long pacing periods used. Per the physician, it is unlikely that the infold contributed to the vf, however it is possible as severe aortic insufficiency (ai) was present when the infold first occurred. Approximately three weeks after the procedure, the patient had pneumonia and some broken ribs.